Event description:
According to the event description: "pictures of another failed infusion. The colleague who set it up is highly experienced. It was also double-checked beforehand. This has happened before with this device. A second colleague reset the infusion at a volume of 180 ml/h and a volume of 200 ml. After 8 minutes, the infusion was empty. This is fundamentally wrong and dangerous."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The device history files were read and analyzed. The pump was switched on and a space-line neutrapur was introduced. The infusion was started on (B)(6) 2025 at 14:39:07 with a rate of 50 ml/h and a vtbi of 200 ml. The operator interrupted the infusion at 15:21:45. At this time, the active infusion volume was 35.53 ml. A new volume of 173 ml of the intravenous infusion container (vtbi) and a new time set of 01:00 h were set. The therapy was continued at 15:22:13 with an infusion rate of 173 ml/h and a vtbi of 173 ml. At 16:21:50 the therapy was interrupted again, this time with an infusion volume of 171.86 ml. Subsequently, at 16:25:46, a new space-line neutrapur was inserted, and a new therapy was started with a rate of 200 ml/h and a vtbi of 201.1 ml. This was followed by a bolus of 2 ml. This therapy was then continued at 16:26:42 with a further change in the rate to 250 ml and set to a new rate of 180 ml/h again at 16:37:11. This was again changed to 200 ml/h after 16:39:31 (act. Volume infused: 225.17 ml). The infusion rate was then restarted at 16:39:59 with an infusion rate of 800 ml/h. This was stopped at 16:54:16 with an infused volume of 190.36 ml and the device was switched off. No abnormalities were found in the history log. A visual inspection was performed. The cover caps on the screw pillars, and the (green technical seal 41-01-137) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: the device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,61%. The device matches the required values and standards. All measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.